Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles broke off in the injection site during injection. The malfunction was involved with the patient receiving x-ray. The following information was provided by the initial reporter: consumer reported that the needle broke off in the injection site during injection. Consumer went to the ER, stated that x-rays were done and the needle was seen but not removed. Consumer was referred to a surgeon to have the needle removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles broke off in the injection site during injection. The malfunction was involved with the patient receiving x-ray. The following information was provided by the initial reporter: consumer reported that the needle broke off in the injection site during injection. Consumer went to the ER, stated that x-rays were done and the needle was seen but not removed. Consumer was referred to a surgeon to have the needle removed.